Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to duplicate gas loss alarm. During autofill, it was observed that the release valve on the fill manifold was releasing pressure which could be causing the alarm. The fse replaced the fill manifold to correct gas loss alarm. After replacing fill manifold, no gas loss alarm displayed on screen and was also able to complete autofill with no unusual sound from relief valve on manifold. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had gas loss in iabp circuit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10 additional information: e1(event site telephone: (B)(6).